Event description:
During treatment of an infant, an olympic cool-cap system exhibited two shutdowns characterized by a frozen display screen. No audible or visible alarms were observed. Device first experienced this event at approx 68 hours into the 76-hour treatment. System was frozen for an hour before it was discovered. Rectal temperature was 34.7c when issue was discovered. Device was rebooted and treatment continued. Prior to completing the treatment, the device exhibited a second frozen screen. The device was again rebooted and the remainder of the treatment was completed without further incident. There was no pt injury.

Manufacturer narrative:
Cool-cap system was recently returned from the customer and is currently undergoing testing. Natus medical inc will submit a f/u report to FDA when the device investigation / testing is completed.